Event description:
It was reported that the user observed elevated blood glucose upon waking and noted gaps in continuous glucose monitoring data with signal loss to the ilet, during which the ilet delivered 0.75 units of insulin without any associated sensor issue alert. Symptoms included no reported adverse clinical effects and no glycemic symptoms. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included device history review, complaint history review, and user education and troubleshooting. Investigation of this case revealed intermittent communication loss between the dexcom g7 sensor and the ilet with no device malfunction confirmed and no alerts recorded. It was concluded that the event was attributable to temporary loss of cgm data transmission to the ilet, with normal function otherwise and no patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.